Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# v115893, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) and a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy. The patient stated they were wetting themselves again, and they first noticed it when they got up or turned, and now had to wears depends all the time. The patient reported they did not feel stimulation, did not feel the stimulation in the correct location (bicycle seat), and that a motor vehicle accident could be related to the issue. The patient stated their therapy worked well until their accident, and after the accident they had a hematoma in their leg and was lucky to be alive. The patient also mentioned their implantable neurostimulator (ins) site was very sore after the accident. The patient noted they spoke to a manufacturer representative (rep) and they suggested increasing stimulation, which the patient stated they thought it was working for a while but had gradually been getting worse. The rep told the patient the car accident may have shifted/fractured the system. The patient attempted to increase amplitude and changing programs; the patient stated they had tried all of their programs and adjusted stimulation without success. The patient also reported they thought maybe during the accident the lead may have gotten severed because now they had to wear depends. The patient asked if they should go back the healthcare provider (hcp) that put it in and how would they be able to tell if the lead was indeed severed. The rep later reported they recommended the patient get an appointment with their healthcare provider (hcp) and have their impedance checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.